Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pace impedance measurements greater than 3000 ohms and less than 200 ohms. Technical services (ts) reviewed device data and identified noise on the ra channel. Ts also noted that the elevated power consumption of the patient's cardiac resynchronization therapy pacemaker (crt-p) may have impacted the lead and recommended replacement. This lead was subsequently explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.